Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Part returned. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with proximal humeral internal locking system (philos) plate and screws on (B)(6) 2013. Approximately 3 months post op, approximately (B)(6) 2013, without trauma, patient presents with plate breakage. Product was removed on (B)(6) 2013. This complaint is on the plate. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
The results of the additional evaluation are as follows: the dimensions of the investigated implants were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer. Weakly visible macroscopic lines of rest are documented on the philos and are a sign for a fatigue failure. Based on the topography of the fracture surface, we can conclude that the implants were subjected to moderate, one sided dynamic bending and torsional loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture fo the implants. A failure resulting from either a material defect or the manufacturing process can be excluded. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and the investigation is ongoing.